Manufacturer narrative:
Updated fields: b4, b5, b6, b7, b8, d10, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions, health effect ¿ impact codes), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. To solve the issue, the fse checked the reported problem, disassembled the device covers, and cleaned the power supply cooling air inlet grilles. Then the device was reassembled, and functional diagnostic tests were performed and successfully completed. Additionally, the ECG cables (0012-00-1157-02) were supplied as the ones in use have been lost.

Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) had error #07 with replaced cylinder. No patient was involved, and no personal injury occurred.

Event description:
It was reported that the cs300 intra aortic balloon pump had displayed alarm code 7 with replaced cylinder and ECG cable were missing. There was no harm or injury reported.

Manufacturer narrative:
Due to character limit in the e1 section the full event site telephone is (B)(6). A supplemental report will be sent upon the completion of the investigation.